Manufacturer narrative:
A ge svc rep performed an on site investigation. The camera was replaced. The sys was tested and operates as intended.

Event description:
The customer reported that during a case, the 9800 sys monitor displayed poor image quality. No pt injury was reported.